Event description:
On (B)(6) 2013, it was reported that after changing the insulin cartridge in the infusion device, the device would shut down within a matter of hours or days. The device did not provide an alarm before it shut down. The pt has been experiencing elevated blood glucose levels as high as 12 mmol/l (216 mg/dl). He has corrected the elevated blood glucose levels via injection of insulin. The pt no longer has confidence in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The pump components are mechanically damaged due to a hard mechanical impact. E8 power interrupt errors were found in the history. The insulin pump correctly triggered these due to severe damage to the electronic components.